Event description:
A technician reported that nine years following intraocular lens implant surgery, a haptic was out of the bag causing secondary pigmentary dispersion. The iol was exchanged for a different model and the patient is now "doing great". The initial iol was implanted by a different surgeon. A representative from the implanting surgeon stated the patient's initial implant surgery was without complications and that one day postoperative visit was "perfect".

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/14/2010, 01/26/2010 and on 02/02/2010 by fax, mail and phone. Additional information was received on 02/02/2010 by phone. A partially completed questionaire was received on 01/26/2010. (B) (4)